Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition with no appearance of any physical damaged. Customer's reported issue was duplicated during power-up process. Base hardware failure was found and a moment later battery communication timeout followed. The root cause of the reported issues was found to be caused by interconnect board not operating as intended which is also the cause for the battery communication timeout. Actions taken to mitigate the reported issue: replaced interconnect board. Performed power up process which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that base hardware failure and battery communications timed out events occurred. No patient injury reported.